Manufacturer narrative:
Medical device: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The left ventricular threshold is slightly high. The lead was reprogrammed to extend battery life of the new device and remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.